Event description:
Unresolved type I endoleak. A stent was placed in the left common iliac artery in an attempt to resolve a type I endoleak. However, the leak persisted. The patient will be monitored by the physician.